Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with the right plunger damaged and separated form the left plunger case. Event log history was performed and indicated that force sensor error was recorded in history. During analysis, the reported issue was able to be duplicated. It was noted that the right plunger case and force sensor were damaged and was the cause of the reported issue. Service replaced the force sensor and right plunger case to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during routine testing, a smiths medical medfusion pump exhibited force sensor error and could not be calibrated. There was no patient involvement in this event. No adverse effects were reported.